Event description:
It was reported that during an unknown procedure, the cut line and the 42mm staple line were deployed after the device fired. But about half of the staple line was malformed on the other side of the cut line. The surgeon used hand sewing to complete the procedure. As the patient had hepatitis, the sample had been discarded. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.